Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that spouse's one touch ultra meter was powering off during use. The medical affairs specialist (mas) called and spoke with the reporter on the following day, who provided additional info. The reporter informed the mas that spouse is a very brittle diabetic and he has four meters that he tests on everyday (1 meter is the subject ultra meter, and 3 others are a different brand). The day before pt woke up at 5:00 am and tested on one of his other brand meters with a result of 144 mg/dl. He was not experiencing any symptoms at this time. He took his set amount of 35 units of nph insulin (he is also on a sliding scale). He went to a car show around 7:30 am and received a call from his spouse at 8:00 am to remind him to check his blood glucose. He was carrying the subject ultra meter with him (usually carries this meter to test on whenever he goes out). He attempted to test on the subject meter, but "it would power on and then off right away". The pt claimed that it never showed the battery symbol. The pt 's spouse suggested over the phone to take the battery out and reseat it. However, the meter "just stopped working after he did that". The reporter stated that by this time it was 8:30 am and the pt had started feeling low symptoms ("weak, shaky, and was sweating a lot"). Spouse told him to go to the "health office at the car show", where he was tested on the paramedic's meter with a result of 30 mg/dl. He was given a shot of glucose and also given something "sugary to eat". After he came back home in the afternoon, the reporter attempted to turn on the subject meter, and it powered on. She tested him on that meter with a result of 81 mg/dl. At the time of troubleshooting, the battery was checked and it was correctly installed. However, the pt had not replaced the battery in greater than 1 year and did not have a new battery for replacement at the time of the call. Although the pt had not replaced the battery per instructions and the meter provided a result after the event, it failed to operate at the time of concern and produce a result, which may have delayed treatment. The pt experienced hypoglycemia and was treated for it by a medical professional. A replacement meter, control solution, and test strips were sent to the lay user/patient.